Event description:
It was reported that this right atrial (ra) lead exhibited artefact on the ra channel during certain movements. Subsequently, this ra lead was capped and a new ra lead was implanted. No additional adverse patient effects were reported. This ra lead will not return as it was electronically deactivated and remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.